Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The forceps did not open and close since foreign material adhered to the distal end. After removed foreign material, we could open and close the forceps. The subject device worked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred since foreign material adhered to the forceps. The instruction manual of the device has already warned as follows; *if you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. *do not use the instrument if you detect any abnormality. The breakage of the distal end such as the operation wire detachment could cause mucous membrane damages.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, the subject device could not grasp the tissue and could not stop bleeding after two hours of use. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".